Event description:
It was reported that the caller was concerned about the right ventricular lead as the remote transmission showed increased thresholds and possible noise. It was also noted that capture management test was run in the office and observed evoked response undersensing. The device's vcm (ventricular capture management) was programmed to monitor only and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.